Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported cracked and leaking filters occurring during use on cardiac patients. There was no report of patient harm.

Event description:
The customer reported cracked and leaking filters occurring during use on cardiac patients. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. Visual inspection showed that the filter and male luer were stained a red/brown color from residual liquid. A few minor surface scratches were observed on the filter housing, but there was no crack through the housing that would have allowed liquid to leak through. No other anomalies or evidence of damage were observed. During functional testing some liquid exited the distal end of the set and droplets of liquid were also observed to leak from the filter air vent. The root cause of the leak was determined to be oversaturation of the filter.